Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (275 mg/dl). Customer stated they forgot to adjust the insulin duration setting from 5 hours to 4 hours when setting up the pump. Tandem technical support guided the customer through adjusting the insulin duration setting. Customer brought blood glucose levels back to target range with manual injections.